Manufacturer narrative:
(B)(4). Per instructions provided by carefusion technical support, the customer checked the led on top of the turbine printed circuit board and noticed that it was off. The customer was advised to check the power supply going to the printed circuit board to determine whether the printed circuit board was faulty, or if the problem was with the power supply. The customer was to follow the recommendations, then call back if they needed further assistance. As of 08/11/2015, the customer has not called back for assistance with this particular unit.

Event description:
The customer reported a unit that was alarming "motor fault." No patient involvement.